Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Event description: it was reported that during use of the hawkone that it was difficult to determine anterior vs. Posterior orientation of the device from angiography. Device evaluation: a visual inspection showed traces of dried blood through out the device. The flush tool was positioned on the distal assembly with the cutter head advanced. The flush tool was pulled proximal near the thumb switch. The distal assembly was observed and showed some biological debris around the exterior. The cutter window was inspected under microscope and found string-like foreign material. The material was fibrous and does not appear to be pet, tecothane, or ptfe from a sheath. The cutter head was retracted and found no damages or anomalies.